Event description:
It was reported that iodoxadol leaked from the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the nurse placed the patient with an 18g indwelling needle for a standby examination. During the examination, it was found that the iodoxadol leaked and it caused the examination to fail. Nurse had replaced the indwelling needle immediately and explained to the patient, and reported to the director of the department and the equipment department"

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0267263. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that iodoxadol leaked from the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the nurse placed the patient with an 18g indwelling needle for a standby examination. During the examination, it was found that the iodoxadol leaked and it caused the examination to fail. Nurse had replaced the indwelling needle immediately and explained to the patient, and reported to the director of the department and the equipment department".